Event description:
An hta procedure set was used during a hysteroscopy procedure. According to the complaint description the event took place in (B) (6) 2005. There was an unexplained fluid leak and the patient suffered from a burn. The physician confirmed that the machine functioned properly and no burn was noticed when this event took place. The patient did complain of pain post procedure. Although several attempts have been made to obtain further patient follow up from the physician regarding degree of burn, there is currently no additional information available regarding this event.

Event description:
An hta procerva procedure set unit was used during a hysteroscopy procedure. According to the complaint description, the event took place in 2005. There was an unexplained fluid leak and the pt suffered from a burn. The physician confirmed that the machine functioned properly and no burn was noticed when this event took place. The pt did complain of pain post procedure. Although several attempts have been made to obtain further pt follow up from the physician regarding degree of burn, there is currently no additional info available regarding this event.

Manufacturer narrative:
Correction to device name from: hta procerva procedure set to hta procedure set since the device was used in 2005.

Manufacturer narrative:
The lot number and model number are not known, therefore, device mfg and expiration dates cannot be determined. The device has not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between this device and the event. If any additional relevant info is received, a supplemental medwatch will be filed.